Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified right upper arm cephalic vein. A 7.0mmx40mmx40cm sterling¿ balloon catheter was advanced to the lesion. The balloon was initially inflated at 10 atmospheres. However on the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6.0-40/3.8/40 sterling otw balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).